Event description:
The user facility reported that the electrosurgical unit failed to work appropriately during a therapeutic esophagogastroduodenoscopy (egd) procedure on a pt with an active bleed. The users attempted to stop the bleeding in the pt but they were not able to stop it, as the unit displayed "inf" whenever users attempted to activate it. The procedure was reportedly completed using a resolution clip. There was no pt injury reported.

Manufacturer narrative:
The device reference in this report has not yet been returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined at this time. If additional information is received at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.